Event description:
During the procedure the cutting loop came off (may have burned or cracked off). Customer is concerned that this may now still be in the pt. Trans cervical resection of fibroid. Loop off diathermy lost whilst in situ in uterus. Not able to account for missing loop - x-ray and all checks/searches done.

Manufacturer narrative:
Eval summary: DHR review was performed on (B)(4) 2011 with no abnormalities found. On (B)(4) 2011, critical length, loop dimensions, dielectric strength and continuity test checked and performed on the unused sample that was returned. Sample was in specification. Used sample was visually inspected and it was noticed that the loop was missing, the distal insulators are badly burnt. Remaining portion of loop was tapered to a point. The width of the legs of the distal assembly was squeezed or altered from original manufacture setting.